Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempted was made to use two (2) nanocross elite balloons in a patient to treat the peripheral artery(s), s uperficial femoral artery. A non-medtronic inflation device was used (merit). 50/50 contrast was used. It was reported that deflation difficulties occurred that took 10 minutes to deflate. Negative pressure with a syringe was used to deflate the balloon and the balloon eventually deflated. Deflation difficulties occurred with 2 devices. Another nanocross elite balloon was used to complete the procedure successfully. No health consequences or impact to a patient was reported for this event.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. An indeflator was used to attempt to inflate the balloon but the balloon could not be inflated. Under a microscope, crimping marks were noted on the proximal balloon bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.